Event description:
It was reported that a loss of aspiration occurred. An angiojet solent omni was selected for use during a thrombectomy procedure in the deep inferior vena cava vein. During thrombectomy mode, it was noted that the aspiration became less and less until there was no blood returning to the waste bag. The procedure was completed with a different device. There were no patient complications and the patient's status was stable. It was further reported no error message displayed. The device continued to pump/infuse when aspiration was lost. The system stopped all activity. The procedure was completed with another of the same catheter.

Event description:
It was reported that a loss of aspiration occurred. An angiojet solent omni was selected for use during a thrombectomy procedure in the deep inferior vena cava vein. During thrombectomy mode, it was noted that the aspiration became less and less until there was no blood returning to the waste bag. The procedure was completed with a different device. There were no patient complications and the patient's status was stable.